Event description:
A portion of the ceramic tip of the mitek electrode was reported to have broken off during use in the shoulder. Contact reported no patient injury as a result of this situation. All of the ceramic fragments were removed from the joint at the time of the event. If this were to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.